Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer had a non-recoverable fault and found the surgeon side console (ssc) would not power on. The customer stated they were using a dual console configuration so the surgeon was able to go the other ssc and continue with the case. The technical support engineer (tse) reported that the error logs show error 810 pointing to the generic power distributor (gpd) followed by an error chain. The customer stated that the ssc power button had no light but the power cord was plugged in and the circuit breaker was in the up position. The customer stated that they did not want to troubleshoot at the time and proceeded with the case. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the redundant medical grade power supply (rmgps)and the generic power distributor (gpd) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the generic power distributor (gpd) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint. It was noted that the pca tech was unable to replicate the reported failure when installing the gpd board into the pca si test system. It was noted the gpd ran ten minutes of sine cycle, twenty power cycles, and sat idle for three days without any errors. The power supply returned with the gpd was installed into the test system with the gpd board. The system then failed with error 417 indicating one of the redundant power supply was failing. Intuitive surgical, inc. (Isi) received the redundant medical grade power supply (rmgps) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. It was noted that the rmgps and generic power distributor (gpd) were installed and tested together on the surgeon side console (ssc) of an xi system . The system booted up in normal mode and ran idle for ten minutes. The ps1-ok indicator led was not illuminated indicating an issue with the ps1 core. The system was power cycled ten times and found an instance of error 417 each time, which pointed to an error with the redundant medical grade power supply (rmgps). The 417 error was not present while the gpd was running on the test station by itself. Additionally, after power cycling the ssc it completely lost power. Switching back to the test station power supply, there was no issue with the surgeon side console (ssc) powering on. The reported issue pointed to the rmgps and not the gpd.